Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device can't boot up. There was no adverse patient impact reported.

Manufacturer narrative:
The processor pca was replaced to resolve the reported problem. One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor pca. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined.

Event description:
The customer reported that the device can't boot up. Further information was provided that the device has a blank screen. There was no adverse patient impact reported.